Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product exhibits signs of repeated use (nicked or gouged) and has fractured. All pieces were returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to the over 10 years of use in the field. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - (B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor broke during impaction. No pieces fell into the patient. There was no consequences or impact to the patient.